Event description:
Customer called to report that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit no longer has pressure readings on the right side of the screen and the maintenance required code #1 is visible. Reviewed code meaning and to switch the therapy to another iabp if possible. She stated the pump is running fine and they will wait until the cath lab team comes in to change over the therapy. She supplied her email and the pump serial number. She requested for pump to be serviced and maintenance to be perfomed. She indicated there was no harm to patient as therapy was not interrupted.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Record is being cancelled as it was opened in error.

Manufacturer narrative:
Record is being cancelled as it was opened in error.